Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a door alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the door latch roller. To correct the condition, the door latch roller was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, who discovered and confirmed the door alarm. However, the evaluation is still in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.